Manufacturer narrative:
(B)(4). Method: the upper and lower head harness of the complaint iw934 cosycot infant warmer was returned to fisher & paykel healthcare in (B)(4) for investigation where it was visually inspected. Results: visual inspection revealed that the upper and lower harness connector housings were discoloured. A lot check revealed no other complaints of this nature for lot 051129. We note that the subject infant warmer device is over 10 years old. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming.

Event description:
A hospital in (B)(6) reported that an iw934 cosycot infant warmer had a discoloured harness connector. This was discovered before patient use.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint iw934 cosycot infant warmer from the hospital for investigation, to determine if it had a malfunction which might have caused or contributed to the reported event. We will submit a follow-up report once we have received the complaint device and completed our investigation.

Event description:
A hospital in (B)(6) reported that an iw934 cosycot infant warmer had a discoloured harness connector. This was discovered before patient use.